Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported to philips that the touchscreen was not calibrating. The device was not in use at the time of the event. This issue was noted during set up of the device and there was no patient involvement or delay to therapy. A philips field service engineer (fse) was dispatched to the customer site and confirmed the touchscreen required replacement.

Manufacturer narrative:
G4:(B)(6) 2020. B4:(B)(6) 2020. A philips field service engineer (fse) was dispatched to the customer site and confirmed the touchscreen required replacement. The fse replaced the touchscreen and the returned to full functionality and successfully passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.